Event description:
The patient reported "my electronic blood pressure cuff doesn't read accurate", and the patient had gone to the emergency room as a result. The patient believed there was interference from the pacemaker. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead, (B)(6) 2011. (B)(4).